Event description:
The angiosculpt device was used to treat a severely calcified lesion. During inflation at 14 atm, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.

Manufacturer narrative:
Block b1/b2: during inflation, the balloon ruptured at rbp. No patient injury reported, this MDR is being reported conservatively. Block b5: corrected from 16 atm to 14 atm. Block h6: based on the corrected data, code 2017 and code 24 no longer applies.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured above rbp. Recurrence of this malfunction could result in vessel/device damage or prolonged procedure. No patient injury reported. Report source (2020 reports): foreign- (B)(6). PMA/510k (2020 reports): 510(k) is n/a. This device is only sold in (B)(6). Device evaluated by MFR: the angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
The angiosculpt device was used to treat a severely calcified lesion. During inflation at 16 atm, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.